Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked. A review of the event history log identified low and depleted battery messages. During the functional testing the reported issue was able to be duplicated. Noticed contamination on the main board. The root cause of the issue was due to contamination of the main board by the customer. Replaced main board and battery.

Event description:
It was reported that the pump would not charge the battery unless turned on. No patient injury or involvement was reported.